Event description:
The complainant reported the patient was on impella 5.5 support and during the implant, the patient went into supraventricular tachycardia. The patient was cardioverted and support continued. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21847. D6a and d6b entered incorrectly. G1 reporting contact email.